Event description:
During an interrogation, the device was found in standby mode. The device continued to remain in standby mode & normal function could not be restored. Therefore, the device was explanted.

Manufacturer narrative:
Device was found in standby mode.the analysis on this device is pending.

Manufacturer narrative:
(B) (4). Device was found in standby mode. The analysis on this device is pending. (B) (4)

Event description:
During an interrogation the device was found in standby mode. The device continued to remain in standby mode & normal function could not be restored. Therefore, the device was explanted.